Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.